Event description:
It was reported that this lead exhibited over-sensing. This lead was explanted. Other than undergoing the explant procedure, the patient experienced no additional adverse effects.disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).